Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Additional physician reported: dr. (B)(6). Initial reporter city: (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. It was reported that after spaceoar placement, the proton therapy was completed as planned. Upon follow-up observation, the patient complained of painless rectal discomfort. On (B)(6) 2021, magnetic resonance imaging (MRI) was performed and it showed late rectal mucosal damage and residual hydrogel in the anterior wall of the rectum were suspected. No treatment was given to the patient. Reportedly, "the patient currently has grade 1 anal pain and the performance status was lv.0". Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.